Manufacturer narrative:
Concomitant medical products: unknown lead (x2), implant date unknown. Cardiac resynchronization therapy device, implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's leads was defective and had triggered an alarm which lasted approximately one week. The lead was disconnected from the device during a device replacement and remained disconnected. A procedure was planned to reconnect the lead but the lead was still defective and remains disconnected. The patient does not wish to undergo another operation. No patient complications have been reported as a result of this event.